Event description:
Reported that during a coronary drug eluting stenting treatment procedure a shaft fractured occurred. In 2005 the physician prepared the taxus express2 3 x 24 mm drug eluting stent. He then put it on the guidewire and advanced it to the target lesion in the right coronary artery. He pushed on the stent system three times but it was unsuccessful in crossing the lesion. On the fourth opportunity he applied more force to the system and the hypotube broke. There were no reported patient complications.